Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent high blood glucose (bg) levels (above 400 mg/dl). A bolus and at times, with an insulin injection were used to address the bg level. The customer did not know what caused the high bg. As the events had occurred in the past, tandem technical support was unable to troubleshoot and advised the customer to discuss the high bg events with a healthcare provider.